Event description:
Literature was reviewed regarding the outcome of patients with congenital heart disease (chd) who had surgical placement of right ventricle to pulmonary artery conduits with a focus on the risk factors for redo-surgery. The study population included 33 patients with a mean age of 8.3 years who were predominantly males (54.5%).  Multiple manufacturer¿s devices were implanted in the study population. Medtronic valves that were implanted include: 17 contegra valved conduit and 2 hancock valved conduit. Among all patients, adverse events included: high gradients, stenosis, severe conduit regurgitation, rv-to-pa conduits redo replacement and transcatheter interventions. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: yasmin abdelrazek ali. Post-right ventricle to pulmonary artery conduit: short- and intermediate-term outcomes: a single-center study. The cardiothoracic surgeon. Publish date; 2023 volume(issue): 31:23. Doi.org/10.1186/s43057-023-00115-9.   Earliest date of publication used for date of event.   Medtronic products referenced: contegra (PMA# h020003, product code mwh), hancock conduit (PMA# p790007, product code lwr).  Earliest approved product used for product code and PMA#.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.